Manufacturer narrative:
This report is submitted on june 14, 2019.

Manufacturer narrative:
This report is submitted on may 2, 2019.

Event description:
Per the surgeon, the patient experienced infection and subsequently was administered IV antiobiotics (date not reported). The device was explanted on (B)(6) 2019. The patient was not reimplanted with a new device as of the date of this report.